Manufacturer narrative:
The returned device was evaluated and the device had the cannula assembly fully deployed and the needle completely retracted. The pink slide insert was observed in the viewing window. The downloaded data showed that the device ran 49 first prime pulses and was deactivated at 1232 pulses. No timeouts or drive stalls were observed. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause a needle mechanism failure.

Manufacturer narrative:
The device has been returned/received and is pending an investigation.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours the patient had woken up with a blood glucose level over 400 mg/dl. In addition it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient removed the pod and administered a manual bolus of 5 units of insulin followed by a manual bolus via syringe.